Manufacturer narrative:
Manufacturer's ref # pc-001011316. This complaint is from a literature source. The following literature cite has been reviewed: tonegawa-kuji r, yamagata k, suzuki s, miyazaki y, ueda n, kusano k. Prompt recognition and successful aspiration of a left atrial thrombus under intracardiac echocardiography guidance during radiofrequency catheter ablation for atrial tachycardia. Europace. (B)(6) 2021; 23(10):1527. Doi: 10.1093/europace/eua(B)(4). Pmid: (B)(4). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was not provided by the customer.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: tonegawa-kuji r, yamagata k, suzuki s, miyazaki y, ueda n, kusano k. Prompt recognition and successful aspiration of a left atrial thrombus under intracardiac echocardiography guidance during radiofrequency catheter ablation for atrial tachycardia. Europace. (B)(6) 2021; 23(10):1527. Doi: 10.1093/europace/(B)(4) pmid: (B)(4). Objective/methods/study data: a case report of an (B)(6) woman with persistent atrial tachycardia who underwent catheter ablation, during which continuous intracardiac echocardiography (ice)-based monitoring of the ablation site revealed an rfa-related thrombus. Lot, model and catalog number are not available, but the suspected biosense device possibly associated with reported adverse events: thermocool smarttouch surround flow catheter. Other biosense webster devices that were also used in this study: ice carto non-biosense webster devices that were also used in this study: agilis sheath (abbot). Adverse event(s) and provided interventions: during linear ablation across the la pw (30w; contact force, 10¿20 g; and ablation index, 350), ice (carto soundvr) detected a mobile thrombus at the pw¿s centre. The thrombus was successfully aspirated under ice guidance. Ice confirmed complete thrombus removal. At follow-up, no transient ischaemic attack or stroke was noted; the hypercoagulable workup was unremarkable.